Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the pump alarmed, displayed system failure, and began to smoke during an unspecified infusion. The pump was removed from the patient care area and there was no patient harm.

Manufacturer narrative:
The customer¿s report of the device alarming was confirmed but the report of smoke having been visualized was not confirmed. Physical inspection showed the housing near the right iui was burnt. Analysis of the pcu event log showed that at 3:37am on (B)(6) 2016 the pcu was powered on with 1 pump module. At 3:38am, piperacillin/tazo 3.38gram/50ml (drugid 209) was programmed to infuse at 100ml/hr. At 3:41am, the pump module was removed due to a loss of power. The volume recorded as being infused during this period was 5.5ml. Functional testing was unable to replicate any errors, disconnects or smoking. The iui connectors on both the pcu and pump module were tested and the devices passed the test. Two loose iuis received with the devices were burnt and had signs of fluid residue on the plastic and pins. During testing the burnt pins of the right iui from the pump module were shorted out; the burnt pins of the left iui from the pcu were not. The cause of the reported event was identified as a short in the pump module¿s right iui.

Event description:
Received a copy of the maude report that stated: "patient was receiving IV therapy infusion via pump and the pump and module started smoking. Pump and module were taken from patient care area. Connectors were melted. No harm to patient."

Manufacturer narrative:
Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.

Event description:
The customer reported that the pump alarmed, displayed system failure, and began to smoke during an unspecified infusion. The pump was removed from the patient care area and there was no patient harm. We received a maude report that stated: "patient was receiving IV therapy infusion via pump and the pump and module started smoking. Pump and module were taken from patient care area. Connectors were melted. No harm to patient."